Event description:
The pt had reportedly been defibrillated (using a physio control lifepak 12) five times and paced for thirteen minutes at 180 milliamps. The emt then heard a pop and they could no longer pace. They were close to a hospital and did not have time to place a new set of pads. When the pt was seen in the hospital, no new pads were put on and the hospital staff chose not to continue the code. The pt expired.